Event description:
It was reported that the ilet user was unable to insert the cartridge fully because it was oriented backwards, and the agent provided troubleshooting and education that resolved the supply change. There were no reported symptoms or clinical effects. Outcomes included no alerts, no alarms, and no impact to therapy. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed user handling error of cartridge insertion during supply change, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.